Event description:
It was reported that the device misfired. Clips did not load.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1900538 was manufactured on 04/22/2019 a total of (B)(4) pieces. Lot was released on 05/03/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. The sample appears used as there is biological material present on the device. Reference file anp1900074106 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly due to the bent centering tab. This was repeated with the same result for the next clip. The sample was disassembled in order to inspect the internal components. No other defects or anomalies were observed. The device was returned with 3 clips remaining in the channel, indicating that (B)(4) clips were fired by the end user. The damage to the centering tab prevented the clips from loading properly into the jaws of the applier. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. Reference file anp1900074106 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "clips misfired" was confirmed based upon the sample received. The sample was received with the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. Upon functional inspection, the clips were unable to load due to the bent centering tab. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. Teleflex will continue to monitor and trend on this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device misfired. Clips did not load.